Manufacturer narrative:
The impella device was received for evaluation. Upon completion of the investigation, a supplemental MDR will be filed.

Event description:
It was reported that the automated impella controller (aic) screen froze and the "complete the procedure" alarm was observed. Changing the purge cassette failed to resolve the issue. A new aic was used to successfully support the patient.

Manufacturer narrative:
Additional information has been provided in d6a, d6b, d9. This report is submitted as a follow up to provide additional information obtained after the initial MDR submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Medical safety/clinical reviewed the event. A 70-year-old female with a medical history of persistent atrial flutter, paroxysmal atrial fibrillation, mixed hyperlipidemia, hypertension, and morbid obesity presented to the emergency department with several weeks of fatigue, dizziness, palpitations, and associated shortness of breath. The patient was newly diagnosed with heart failure with reduced ejection fraction (hfref) with a severely reduced ejection fraction of 10¿15% and severe global hypokinesis. The patient underwent left heart catheterization for ischemic evaluation, which demonstrated two-vessel coronary artery disease involving the mid left anterior descending artery and right coronary artery. Right heart catheterization demonstrated worsening lactic acidosis, with lactate levels trending up to 12.9 mmol/l. The advanced heart failure team was consulted, and the patient was initiated on left-sided impella support, which was subsequently escalated to biventricular (bipella) support with impella devices: impella 5.5 and rp flex. During impella cp support, the patient developed acute renal failure requiring continuous renal replacement therapy and was treated with multiple medications. Paroxysmal junctional rhythm was also reported. The patient was escalated to an impella 5.5, and bipella support was initiated with the addition of an impella rp flex. While on bipella support, the patient experienced multiple adverse clinical events. Additionally, the automated impella controller (aic) connected to the impella rp flex displayed a frozen screen with a persistent ¿complete the procedure¿ alarm. Replacement of the purge cassette did not resolve the issue. The aic was exchanged with no noted consequence to the patient, and the patient continued to receive support without further interruption. After approximately eight days of mechanical circulatory support, care was withdrawn, and the patient expired. After review of the case by medical safety, it was determined the automated impella controller is a serious injury type of reportable event. Sections b1 (adverse event/product problem), b2 (outcomes attributed), h1 (type of reportable event) and h6 (health effect-clinical and impact codes) have been updated, corrected accordingly. Note: h6: device problem/component/investigation coding remains unchanged. Related medical device reports: this is one of four devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.